Manufacturer narrative:
The product was returned with most of its original packaging contents (pouch & carton). The wire was removed from the pouch and visually examined, the torque device was attached to proximal ptfe coated section of the guide wire at approx 35cm inferior to the proximal end it was apparent that some of the ptfe coating near the torque device was removed. A visual examination of the hydrophilic coating on the nitinol tip was examined at 40x magnification. Although the coating appeared thin there were no unusual observations made of the coating (no peeling, flaking,etc.) The surface was shiny with remnants of coating still visible between the micro machined cuts indicating coating was still adhered to the surface. The appearance of the thin coating could be a result of wire being used. A visual examination of the ptfe coating in the proximal end was observed, as well under 40x magnification, revealing ptfe coating damage/missing/peeling located 36 to 40cm inferior to the proximal end. Clear indications were given that the ptfe coating had been partially peeled due to sheering forces with the partial pieces of ptfe coating still attached. The sheering/peeling of the ptfe coating is erratic throughout the ptfe coated section of the wire, in some areas the coating is intact and in most areas where the coating is missing it is missing from 360 around the wire. Also observed at the damaged location were impressions/marks or scratching in the ss wire. Such a failure can occur when the torque device has not been properly secured to the wire. The torque device was removed from the guide wire for further examination, the white cap was removed from the torque device which, revealed peeled ptfe coating flakes floating inside the white torque cap similar to the ptfe flake found in the hemostasis valve. The brass collets were also examined which revealed no unusual findings. Also returned was a hemostasis valve, the hemostasis valve was visually examined which, revealed a piece of ptfe coating free floating inside the valve lumen. A syringe was filled and attached to the hemostasis valve and the lumen of the valve was flushed which flushed the ptfe coating flake from the lumen. The guide wire and hemostasis valve were decontaminated. A device history record (DHR) review was performed which revealed no unusual events in the assembly of this product or abnormal factors for the utilized materials. The product failure was confirmed through a visual examination that confirms the ptfe coating is peeling. Simulated lab testing confirmed that similar results could be achieved through not properly tightening the torque device to the wire and adding resistance in the wire. The peeling of the coating that occurred in the wire, typically can occur from sheering forces of not properly securing the torque device to the guide wire in combination with an overly aggressive technique or that an other unknown instruments were used on the guide wire for unknown reasons. An examination of the hemostasis valve and the torque device which revealed ptfe coating flakes would indicate that the damage/missing/peeling occurred with use of the torque device. The dfu instructs the user to tighten the torque device to the wire, the dfu also warns the user to never torque the wire when resistance is met and that excessive force may result in damage to the guide wire. It is assumed that this incident occurred from resistance met during the procedure and torque was applied to a torque device that was not tightly secured to the wire. No further information is available. The manufacturer is closing its file on this event.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: while accessing the right posterior cerebral artery (pca) the physician was unable to torque the wire anymore during the procedure. Angiography revealed that the guidewire had snapped in half. The pieces were retrieved by snaring, the case was stopped, the patient was stable.